Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator fraction of inspired oxygen (fio2) was low. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
Covidien reference number (B)(4). Additional information was received stating that the correct serial number for the ventilator was (B)(4). The manufacture date has been updated to reflect the change. The ventilator was not in use on a patient at the time the event occurred.